Manufacturer narrative:
Additional information: the device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated during routine device check. Device triggered battery performance alert (bpa). Patient was stable and will be scheduled for device replacement procedure.